Manufacturer narrative:
H3: one pump was returned for analysis in used condition with report of the cassette was not attached. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log did not show any errors related to the customer reported issue. Functional testing found that the dso sensor was causing the device to not recognize cassette attachment. The dso seal and dso sensor were both replaced to resolve this issue.

Event description:
It was reported by the customer that the cassette was not attached. During device evaluation, it was revealed that the cassette was not detected by the pump, and the downstream occlusion seal was damaged.

Manufacturer narrative:
B5: additional information was received. The issue was discovered during testing. There was no patient involvement.